Event description:
The customer reported obtaining erroneous access accutni (troponin I) results either within the normal reference range of the assay or within the risk stratification range for two (2) patients, over two separate days, involving the access 2 immunoassay analyzer. This report references the event which occurred on (B)(6) 2013; please refer to medwatch report #2122870-2013-00925 for the report of the event which occurred on (B)(6) 2013 involving the other patient. Subsequent testing of the patient's sample produced results in a different clinical category for the patient involved in this event. The customer stated that the original erroneous results were not released out of the laboratory therefore there was no change or affect to patient treatment in connection with this event. The customer obtained failing accutni quality control (qc) results, accutni calibration curves, and routine system checks on the day of the event. The customer reported noticing issues with the system check on (B)(6) 2013 when the customer obtained a failing system check. The customer repeated the system check and obtained a passing result on that same day.

Manufacturer narrative:
The customer attempted to resolve the issue by replacing the aspirate probes but system checks continued to fail. A beckman coulter customer technical support (cts) assisted the customer with replacing the peri-pump tubing over the telephone. The customer was able to obtain a passing calibration curve, system check, and quality control (qc) results following replacement of the peri-pump tubing. Service was not dispatched for this event as the customer declined the service visit. The customer was able to resolve the issue with the assistance of the cts over the telephone.